Manufacturer narrative:
Field h10 was populated with "n/a" in the initial MDR because the referenced voluntary medwatch user facility report was submitted to intuitive surgical, inc. Directly from the hospital. As a result, there was no FDA report number to reference. Additionally, no attachment should have been referenced in field b5 of the initial MDR.

Event description:
Refer to h11 for follow-up information.

Event description:
The medwatch user facility report came directly from the customer site. New attachment: on (B)(6) 2025, intuitive surgical, inc. (Isi) received voluntary medwatch user facility report stating: the davinci prograsp forcep instrument tip¿s wire snapped intra-op inside the patient¿s abdomen. The wire snapped on one side of the functioning instrument tip. The wire was still attached to the other side. Surgeon was notified and an intra-op x-ray was done to ensure there wasn¿t retained foreign items due to the wire snapping off the side of the tip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the prograsp forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.